Event description:
Related manufacturer reference number: 2938836-2019-05087. It was reported that noise resulting in oversensing was noted on the right ventricular and the right atrial leads. The right ventricular and the right atrial leads were explanted and replaced. No patient consequences were reported, and the patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information - the reported event of noise was confirmed. As received, a complete lead measuring 46.2 cm was returned in one piece for analysis. Visual examination of the lead found full breached outer insulation degradation found at 43.5 ¿ 43.8 cm from the connector pin. The cause of noise was due to outer insulation degradation.